Event description:
It was reported that a loss of output from the pulse generator occurred during explant while electrocautery was in use. The patients heart rate dropped to 30 beats per minute. The device was successfully explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.